Event description:
It was reported the customer had high blood glucose levels (200+ mg/dl). Pump passed delivery system check. Customer had a loose luer lock connection.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.